Event description:
The dentist reported that a (B)(6) pt (sex not specified), with no specified medical history, was treated with a benco 30g short needle. The dental needle broke at the hub in the pt's mouth and had to be surgically removed. Although stated that a portion of the needle was still visible, attempts to retrieve it were unsuccessful and the needle advanced submucosally to be completely covered by the intraoral tissues. The pt was referred to an oral and maxillofacial surgeon where the needle was successfully removed. The pt recovered uneventfully. No other info is available.